Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/11/2025, it was reported by a sales representative via (B)(4) that an ar-9297-15 reamer sleeve and ar-9676 reamer are visibly worn. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9297-15 augmented glenoid angled reamer sleeve batch number: 052116 was received for investigation. Visual evaluation of the returned device noted superficial wear and tear with discoloration and faded laser markings observed. It was further noted that the device had striations along the inner diameter. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated/extended usage in the field. Manufactured date: 31-aug-2021.